Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy resulting in therapy exhaustion. Boston scientific technical services reviewed the episodes and noted that it appeared the rhythm was atrial in nature and discussed managing atrial arrhythmias or reprogramming the device. The system remains in service. No adverse patient effects were reported.